Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant the right atrial (ra) lead exhibited non capture. It was also reported that two days post implant the lead was confirmed by x-ray to have dislodged completely with the lead moving to the vicinity of the tricuspid valve, due to patient anatomy. The lead was revised the following day, was explanted and replaced. No patient complications have been reported as a result of this event.